Manufacturer narrative:
Trackwise: (B)(4). The lot # 25154456 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 05feb2021. An investigation was conducted on 05feb2021. There were signs of clinical use on the jaws. Blood and charred tissue was observed on the heater wire. Specks of blood were observed on the handle. The heater wire was observed to be completely bent, remaining attached at the base, with disconnection at the tip of the hot jaw. The silicone insulation on the both jaws was observed to be intact. No visual defects were observed. A temperature and resistance test could not be performed due to the condition of the bent wire. Based on the returned condition of the device, the reported failure "material twisted/bent; wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery piece (heater wire) was separating from the plastic during ligation phase of evh. Harvester noticed problem and removed from the patient. Nothing fell into the patient. A second kit was opened to complete the procedure with no further issues. The hospital did not report any patient effects.